Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Event description:
It was reported that the rotation speed was unstable. The 75% stenosed target lesion was located in the moderately tortuous and calcified middle left anterior descending artery. A 1.50 mm rotapro was selected for use. During the procedure, it was noted that the rotation speed was unstable ranging from 170k - 220k rpm which exceeded the set operational speed of 180k rpm. The procedure was completed with a different device. There were no patient complications reported post procedure.